Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4058m52 lead, implanted (B)(6) 1993. (B)(4).

Event description:
It was reported that the patient was bradycardic, experiencing dizziness and reported to the physician's office. It was determined that the implantable pulse generator (ipg) had reached early elective replacement indicator (eri) the day before. Two days later, the device was scheduled for removal. Prior to the procedure it was noted that "no pacing spikes" could be detected and the device "didn't capture." During explant it was indicated that a possible polarity switch occurred on the right ventricular (rv) lead and the patient had to be externally paced as the patient was pacemaker dependent. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.